Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended changing the breath delivery (bd) to graphic user interface (gui) cable.

Event description:
It was reported that, during patient use, a ventilator generated error messages. The patient was transferred to another ventilator without harm.